Event description:
It was reported that they are returning their unit for service. Description of failure: dark grey plastic part of the holster, where the 3 cables come out is broken. No further info is available. No reported pt consequence.

Manufacturer narrative:
Date sent: 9/28/2007. Eval summary: based upon the inquiry info received visual and functional examination: the unit was found to require the lemo connectors to be replaced. The device was functionally tested, met all product requirements and returned to the customer.